Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the display screen was dim and difficult to read. The reporter noted that the display screen had scratches. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 [date of submission 05/20/2013]-device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the display was found to be faded. The display was replaced and no issues were found with the new display. The display lens was found to be scratched.